Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma, since then he has no more hearing sensation with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had a head trauma, after which he no longer had any hearing sensation with the device. Re-implantation is considered.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user suffered from a head trauma, since then he has no more hearing sensation with the device. Re-implantation was performed on (B)(6) 2019.